Event description:
Hcp reported pt presented prior to explant of catheter in 2003 with complaints of increased spasms. X rays revealed the catheter had completely slipped out of the intrathecal space. Symptoms were controlled by boluses of baclofen. Catheter revised. Pt is doing well now.